Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/04/2019.

Event description:
The customer reported error alarm (light emitting diode) led failed. There was no patient or user harm was reported.

Manufacturer narrative:
MFR received date: 05 dec 2019. Multiple attempts were made to obtain patient information and on the repair/service of the device that have been unsuccessful. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.